Event description:
No additional information received.

Manufacturer narrative:
This report is being supplemented to provide the device manufacture date.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer allegation was confirmed. Additionally, the investigation found that the distal head was melted based on the results of the investigation, the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a melted distal end. There were no reports of patient involvement.